Manufacturer narrative:
Additional suspect medical device components involved in the event: model: nm-3138-55, serial/ lot: (B)(4), description: 55cm 8 contact extension. Model: db-1200-s, serial/ lot: (B)(4), description: vercis gevia implantable pulse generator kit.

Event description:
It was reported that the patients proximal ends of the extensions completely protruded through the patients skin. The extensions were completely exposed. The physician removed and replaced the extensions and the ipg in order to prevent infection. No infection was found in the patient.